Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels and chest pain, with a reading of 562 mg/dl. The customer stated that she had surgery last may, and has been experiencing high blood glucose levels since then. The customer declined troubleshooting at the time of the call. Assisted the customer with questions about the basal rates. Nothing further was reported.